Event description:
Clinical trial. It was reported that 915 days after a coronary artery stenting procedure, the patient experienced angina. Index procedure: lesion 1 was located in a proximal left anterior descending (prox lad) artery. The lesion was prepared with cutting balloon and rotablation. The lesion was treated with a 3.0 x 16mm study stent, reducing the stenosis to less than or equal to 30%. Lesion 2 was located in the mid left anterior descending (mid lad) artery and was not intended to be treated due to "lesion anatomy". The lesion was prepared with cutting balloon and rotablation. The lesion was treated with a 3.0x16mm study stent, reducing the stenosis to less than or equal to 30%. Revascularization was incomplete. Lesion 3 was located in the distal circumflex (dist cx) artery and was not adequately revascularized due to "lesion anatomy". The patient was scheduled to undergo a staged procedure due to "long fluoroscopic time". The patient was discharged the next day on aspirin and clopidogrel. One hundred twelve days post index procedure, the patient was admitted for a staged procedure. The prox rca was prepared with rotablation and treated with 3.0x12mm taxus liberte commercial stent, reducing the stenosis to less than or equal to 30%. The mid rca was prepared with rotablation and treated with 2.75x28mm non bsc stent, reducing the stenosis to less than or equal to 30%. The dist rca was prepared with rotablation and treated with a 2.75x 18mm non bsc stent, reducing the stenosis to less than or equal to 30%. Revascularization was incomplete. The dist cx was not treated due to "lesion anatomy". The patient was discharged the next day on aspirin and clopidogrel. None hundred fifteen days post staged procedure, the patient developed stable angina pectoris and was admitted to the hospital to have an angiogram. No further information is available. In the opinion of the physician, the relationship of the angina to the taxus stent is possible.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.